Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The re were no reports of an injury or death. The customer described a no boot situation.